Event description:
It was reported that the right atrial (ra) lead exhibited varying thresholds and dislodgement was suspected. The lead was surgically repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead 2013-(B)(6). (B)(4).